Event description:
The nurse noted that the PICC dressing was lifting. During removal of the dressing, the clinician noted catheter leaking at the distal end of the fixation wing and catheter line. The catheter was sent to biomedical for evaluation. The manufacturer rep is working to retrieve the samples.

Manufacturer narrative:
Corresponding medwatch submitted by users: (B)(4). The device has not yet been returned to vygon, but the complaint details have been sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.